Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tip looked discolored or burnt. The customer reported event has no report of patient injury.